Event description:
The customer reported that their device had experienced a reset condition during testing. This was observed multiple times over a week's period of time. The customer also reported that this reported failure had occurred during patient use at an unknown previous date. The patient did not suffer any adverse effects as a result of that reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify the reported reset condition. Physio replaced unrelated parts then observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The cause of the reported failure could not be determined.

Manufacturer narrative:
Physio-control replaced the system/memory pcb assembly previously due to observed event codes in the device's memory. In the initial medwatch report, this was documented as an unrelated part as there was no evidence the observed event codes were related to the reported reset condition. Physio further evaluated the removed system/memory pcb assembly and observed multiple event codes logged which indicates a warm reboot of the device. A warm reboot of the device is likely what the customer initially reported as a reset condition of the device.